Event description:
It was reported that the downstream occlusion (dso) sensor is delaminated. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged (drifted/bubbled) downstream occlusion (dso) seal. The customer's problem was replicated. The most likely cause of the issue was due to customer misuse. The dso seal was replaced to fix the issue.